Manufacturer narrative:
The technician inspected the bed and found the bed and the communication cable was unplugged. When the technician plugged the bed and communication cable in, the bed started to sound the "out-of-bed" alarm. The technician tested the "ppm/out-of-bed" and the bed functioned correctly.

Event description:
The facility alleged that a pt was found on the floor near the foot end of the bed. The nurse stated that she set the pt position/out of bed monitor, and the bed failed to alarm. The pt sustained a fractured femur.